Manufacturer narrative:
Device monitored for several days and no blank display noted. Device passed the displacement and self test. No unexpected missing segment or partial display anomalies noted. No damage on the lcd isolation tape noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that insulin pump was submerged and there was no display on the screen. Customer¿s blood glucose was unknown at time of incident. Insulin pump will be return for analysis.